Event description:
Conmed air seal ifs malfunctioned and introduced carbon dioxide gas at a pressure rate of 28-52 when the machine was set at a rate of 15. No alarms sounded. The surgeons noticed that the abdomen was hard and distended and shut off the machine. No injury to the patient. We called the company and they sent a rep to pick up the machine and the tubing that was attached to the machine. Conmed air seal ifs, model as-ifss.